Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; "significant bloody effusion."

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and a "significant bloody effusion" was observed during surgery. Healthcare professional additionally reported cancer recurrence at the lymph node (adenocarcinoma), which is not device-related. The device was explanted.